Event description:
The customer reported to olympus the ultrasonic gastrovideoscope, detachment of probe. The event occurred during reprocessing and there were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that acoustic lens was peeled, which caused the device to malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: acoustic lens is peeled; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber is detached; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.